Manufacturer narrative:
A field service engineer (fse) went on-site and replaced the fitting which resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) stating the y fitting on the no foam bottle was leaking. No injury was reported.